Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to pockets failure. A field service engineer replaced row board b and double checked all rear chassis connections to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 6.2 had multiple failed cubies. The customer reported that the malfunction caused a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.